Manufacturer narrative:
Analysis confirmed the reported connector issue; output connectors were broken. The battery drawer was also difficult to open due to contamination, and the hanger and hanger o-ring were missing. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The epg was returned for service. No patient complications have been reported as a result of this event.